Manufacturer narrative:
Imaging evaluation: in echo imaging, the thrombus is visualized. The device appears to capture all of the appropriate rims but without additional imaging, this cannot be confirmed. The presence of the thrombus in the patient prior to deployment cannot be confirmed without additional imaging. The patient does have history of dvt and does not tolerate heparin so the choice to use angiomax was made by the physician. It is suspected that the thrombus was in the patient from prior history of dvt and was attached to the delivery catheter upon entry into the patient but this cannot be confirmed without additional imaging. The physician elected to leave the device in the patient as they were worried that recapturing the device would dislodge the thrombus in the left atrium. The patient went to surgery to remove the device and thrombus and have surgical closure. The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: thrombosis or thromboembolic event resulting in clinical sequelae. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. The patient has a history of deep vein thrombosis and clot in the aorta. It was reported the patient had a questionable sensitivity to heparin so angiomax was used to achieve an act of 295. It was noted immediately when the left disc was shaped that a thrombus was on the left atrial eyelet. The device was left in place as retrieving or recapturing the left disc could potentially embolize the thrombus. Cerebral protection was placed and the patient was taken to surgery for clot removal, device recapturing, and defect closure.